Event description:
It was reported that during an anterior resection after firing the circular stapler to make an anastomosis on the large bowel, there was a leak. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 11/27/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. The circular staple line was incomplete and there was a leak. I could not see if there was malformed staples. 2. How was the procedure completed? The leak was sutured to close the defect. 3. Could you please clarify if there were any patient consequences? I am not aware of any patient consequences. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There was not any change in post-operative care and patient has been discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.